Event description:
It was reported that the pt is no longer receiving effective stimulation. An sjm representative met with the pt four times since implant for reprogramming, and each time she needed her amplitude increased. Stimulation was not achieved in desired area. X-rays were ordered to verify lead location and ipg connection. The pt is working with her physician to determine the next course of action.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.